Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor - (B)(4) - 08/06/2019, belt - (B)(4) - 09/11/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 at 04:05 pm. The patient was in a hospital at the time of the event resuscitation was attempted by the hospital staff. Clinical review of the patient's downloaded date reveals that the patient experienced an inappropriate defibrillation event consisting of ten shocks between 3:24:08 pm and 03:56:02 pm on (B)(6) 2020, the date of their passing. Prior to the treatments, the patient's rhythm was idioventricular rhythm at 60 bpm. For the first four shocks, the patient's rhythm was obscured by CPR/motion artifact. The patient's rhythm following the fourth shock was asystole with intermittent cardiac activity. The patient remained in asystole for the rest of the event. The response buttons were not pressed during the event. CPR/motion artifact and oversensing of low-amplitude cardiac signal contributed to the false detection. The patient passed subsequently passed away. Asystole is a non-life sustaining, non-treatable rhythm. There is no indication that a device malfunction caused or contributed to the patient's passing.